Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had an esophagogastroduodenoscopy (egd) performed with gastritis. It was noted the patient had a history of gastrointestinal bleeding (gib). Additional information was requested regarding this event and the mentioned history of gib but this information was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of gastritis could not conclusively be determined through this evaluation. The account communicated that the patient had an esophagogastroduodenoscopy (egd) performed with gastritis. The patient remained ongoing on (B)(6) until ultimately expiring on 15aug2019 (refer to MFR #2916596-2019-04119). The hm 3 lvas instructions for use (IFU) document contains information regarding ongoing patient assessment and care. Additionally, the hm 3 lvas patient handbook instructs the user to ¿call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported.¿ no further information was provided. The manufacturer is closing the file on this event.